Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. Unit will have to be replace confirm part # for logic board to customer additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Serial # (B)(4). Customer called in for help on 8100 unit get a top pressure sensor failer but before called in he replace top sensor and still get same error, customer also said he switch the sensors still get same failer. Customer was not sure when ask are they get there sensor from the company he respond it maybe or not could be from third party company but not sure. Explain to customer with both sensor having issue now its the main board on the unit will have to be replace confirm part # for logic board to customer.